Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit broke off during surgery. The piece was not retrieved and remains implanted in the patient.

Manufacturer narrative:
No product or photos were returned for evaluation. As such, no definitive statements can be made about the condition of the product. A lot number was not available, so device history records could not be reviewed. This device is used for treatment. No lot number was available, so product history review could not be conducted on the affected lot number. The root cause cannot be determined with the information provided.